Manufacturer narrative:
The field service engineer replaced a printed circuit board assembly (pcba) and a cable resolving the reported issue. A thorough investigation confirmed the failure and determined these 2 parts were defective. The parts were discarded and not returned for further evaluation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
A customer reported that an epiq 7c ultrasound system showed an error during a coronary artery bypass graft (CABG) procedure. The customer stated that they tried rebooting the system 5 times and the reboots never resolved the issue. The issue occurred after induction of general anesthesia and prior to skin incision. There was no patient or user harm associated with this event.

Event description:
A customer reported that an epiq 7c ultrasound system showed an error during a coronary artery bypass graft (CABG) procedure. The customer stated that they tried rebooting the system 5 times and the reboots never resolved the issue. The issue occurred after induction of general anesthesia and prior to skin incision. There was no patient or user harm associated with this event. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.